Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that upon removal she could not find the string on the tampon and the pledget was left inside her vaginal cavity for 19 hours. When she realized the tampon was still inside of her, she manually removed the pledget and noticed it was upside down. After removal, she noticed the string was also shorter when compared to the other tampons from the box. She did not seek medical attention and did not experience any adverse health effects.